Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer:the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that post a stenting treatment procedure stent thrombosis occurred. In (B)(6) 2006, the patient was admitted to the hospital with complaints of chest pressure with heaviness, shortness of breath and pain down his left arm. An st elevation myocardial infarction was diagnosed and the patient underwent cardiac catheterization. Angiogram revealed an 80-90% stenosed target lesion in the proximal left anterior descending artery (lad). A 3.0x16mm taxus express2 stent was successfully implanted in the lesion. The patient was instructed to plavix for at least six months following the procedure and it was noted that the patient was compliant. In (B)(6) 2007, the patient was re-admitted to the hospital with an acute st elevation myocardial infarction. Cardiac catheterization was performed which revealed thrombosis in the previously placed taxus express2 stent. Additional information has been requested and is not available.